Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the an articular surface provisional was discovered during pre-operative planning to be broken. Pieces of the device remained missing, and the staff was unable to locate them.

Manufacturer narrative:
Outcomes: n/a, as there was no adverse event. Complaint sample was evaluated and the reported event was confirmed. Superior side of the device exhibits fracture, gouges, nicks and also damage. Fractured part of the device is missing and was not returned. The device shows wear & tear that indicates successful use during a potential field age of approximately 6 years. Dimensional analysis of the broken device found no deviations from the print specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the an articular surface provisional was discovered during pre-operative planning to be broken. Pieces of the device remained missing, and the staff was unable to locate them. No adverse event has been reported, and no further information has been provided.